Event description:
Scratched the inside of cheek, gums, and lip...lots of bleeding [mouth haemorrhage] pain lower gums, left [gingival pain] pain lower lips, left [lip pain] toothache front teeth [toothache] scratched the inside of cheek [mouth injury] scratched the inside of gums [gingival injury] scratched the inside of lip [lip injury] cheek is bruised [oral contusion] brush head fell of...missing a part - oral-b [device breakage]. Case narrative: 46 year old male consumer via phone stated that the oral-b toothbrush head fell off and then the oral-b toothbrush scratched the inside of his cheek, gums, and lip. There was lots of bleeding and pain/it hurt. His cheek was bruised and he had a toothache. The oral-b toothbrush looks like it was missing a part. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
30-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Scratched the inside of cheek, gums, and lip...lots of bleeding [mouth haemorrhage]. Pain lower gums, left [gingival pain]. Pain lower lips, left [lip pain]. Toothache front teeth [toothache]. Scratched the inside of cheek [mouth injury]. Scratched the inside of gums [gingival injury]. Scratched the inside of lip [lip injury]. Cheek is bruised [oral contusion]. Brush head fell of...missing a part - oral-b [device breakage]. Case narrative: 46-year-old male consumer via phone stated that the oral-b toothbrush head fell off and then the oral-b toothbrush scratched the inside of his cheek, gums, and lip. There was lots of bleeding and pain/it hurt. His cheek was bruised and he had a toothache. The oral-b toothbrush looks like it was missing a part. No serious injury was reported. 10-sep-2024 case update from information initially received on 22-aug-2024: the suspect product lot was (B)(4). No serious injury was reported.